Manufacturer narrative:
Updated data: b4, d9, g2, g6, h2, h3, h6. Device analysis conclusion: the guide wire was received at csi for analysis. The spring tip of the wire was not returned, which is consistent with the details reported to csi. As the oad was not returned it could not be determined if it contributed to the reported fracture. Visual examination confirmed the reported fracture. Scanning electron microscopy (sem)analysis of the fracture location revealed rotational surface damage and evidence of ductile torsional failure. It is hypothesized that the cause of the fracture was rotational forces applied during the procedure; however, this could not be conclusively confirmed. The root cause of the fracture remains undetermined. Analysis also confirmed that the wire had been cut proximal to the fractured end. Details reported to csi state that the oad contacted the spring tip, thereby causing the fracture. However, this could not be confirmed through analysis as the fracture appears to have occurred in a location more proximal to what is typically observed in instances of contact fracture. The material inspection report for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The driveshaft of the orbital atherectomy device contacted the spring tip of the viperwire guide wire during treatment of a heavily calcified lesion in the circumflex artery, which was 70% stenosed. The tip of the wire fractured. The fragment could not be snared due to migration into a smaller vessel, and it was left in vivo.